Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically citing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, and after following these steps, the error did not reappear, allowing the customer to successfully start their sensor session.